Manufacturer narrative:
Note : product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference surecan safety ii (B)(4). Cleared under #510k170897. Batch history review: the batch of the device involved in this complaint is unknown, the customer provided batch nr18f30ga670 as the batch potentially involved in this complaint. We have checked the manufacturing file of batch nr18f30ga670 that complies with our specifications and does not present any discrepancy. No other similar complaint was reported to us on this batch of 7800 needles released in august 2018. Investigation results: we did not received the complained sample for investigation. Conclusion: without the complained sample for investigation, no thorough investigation can be conducted and we cannot conclude on the real cause of the incident. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Safety mechanism failed to engage. "When the nurse was trying to remove the needle from the implanted access port, the safety mechanism failed to completely engage. The nurse pricked herself by the needle in the middle finger of the left hand (the needle was bent, the device couldn't ensure safety) gentle soap cleaning has been performed followed by betadine immersion during 20 minutes. Serological test has been performed. Current status of the nurse is healthy."